Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient's relative reported left side "a few months after implant surgery, began getting a sharp pain". A CT scan and ultrasound were performed with no results. Patient later reported capsular contracture baker grade IV confirmed by healthcare professional. Device was explanted and replaced.